Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately eight years post rtka, patient visited the surgeon for a reason not reported. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post ltka, patient visited the surgeon for a reason not reported.